Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a unknown total dose via an implantable pump. It was reported the pump was alarming every 10 minutes and was consistent with a critical alarm. It was noted that the patient's refill got rescheduled for monday ((B)(6) 2020) and they wanted to know if they can wait. Information was reviewed. It was noted they would try to have a healthcare professional (hc) paged. No symptoms were reported. No further complications were reported.